Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 395 mg/dl.